Event description:
Customer reported having sensor and transmitter issues on her insulin pump. During troubleshooting, the alarm history showed a button error alarm. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced. Nothing further reported.

Manufacturer narrative:
The pump was received with all buttons functioning properly. No button error alarm or moisture damage on keypad traces noted. The keypad connector was fully locked, and the pump communicated properly with the minilink transmitter sensor and glucose sensor simulator. No unexpected sensor error or lost sensor alarms noted. The pump had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).